Manufacturer narrative:
(B)(4). Factors that may contribute to catheter kink include, but not limited to, handling during manufacturing, removal from the packaging at the account, handling of the product during preparation for use and/or during advancement in the patient anatomy. Reportedly the guide wire was also kinked. The kinked guide wire may also cause the catheter to kink; however, it could not be confirmed for this case that the guide wire was kinked first. To help ensure this damage is not the result of the manufacturing process, all balloon catheters are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. Since there was no mention of any catheter damages during inspection prior to use, the reported catheter kink was most likely as a result of handling during catheter advancement. The reported resistance during catheter removal was most likely due to the kinked catheter and kinked guide wire as the kinks would cause more friction between the trek catheter and both the guide wire as well as the guiding catheter. The manufacturing records were reviewed for this lot and there were no non-conforming material records associated with this lot that. Additionally, a query of the complaint handling for this lot revealed no other similar incidents reported for kink or difficult to remove issues. There is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the heavily calcified right coronary artery (rca). A xience prime stent was successfully implanted. A bmw universal ii guide wire and a 4.0 x 12 mm trek nc balloon were used to perform post dilatation of the xience prime stent. Both the bmw universal ii guide wire and the trek nc balloon became kinked. The physician could not determine whether the hypotube of the trek nc became kinked first, or whether the bmw universal ii guide wire kinked first. By manipulating the bmw universal ii guide wire in the trek nc, both devices were able to be retracted. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The bmw universal ii guide wire is being filed under a separate medwatch report.